Event description:
It was reported that foreign matter was found in the bd¿ prn adapter before use. The following information was provided by the initial reporter, translated from chinese: "the nurse checked the disposable prn before use and found that there was a foreign matter in the prn"

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1291471. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, three photographs were submitted to aid in our investigation. Our engineers noted the presence of a small black foreign body located in a sealed packaging container. The issue has been confirmed. Unfortunately the material could not be subjected to compositional testing, as the sample was not returned. Without the ability to identify the foreign body our engineers could not determine the root cause beyond general debris. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in the bd¿ prn adapter before use. The following information was provided by the initial reporter, translated from chinese: "the nurse checked the disposable prn before use and found that there was a foreign matter in the prn".